Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated. Technical services (ts) discussed several troubleshooting options. No adverse patient effects were reported. The device remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.